Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc which markets the devices in the u.s.

Event description:
It was reported by pt that he underwent a total hip arthroplasty in 2007, in which he received a durom acetabular cup. Post op, he experienced pain and his surgeon recommends that he be revised.